Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have issues with the ins battery heating up when they charge, and it had been that way since getting the rechargeable style of ins. The issue was not resolved through troubleshooting. Patient mentioned they were a medical anomaly due to having complex regional pain syndrome that was caused by stepping on a road reflector; also mentioned their ins was implanted in an abnormal location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.